Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was unable to confirmed due to limited information received from the reporter. A review of the device history records was unable to be performed as the part and lot information was not provided. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00286. Concomitant medical product: psn asf cr 14mm ve l 3-11 ef, item# 42512000514, lot# 63996669. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface was inserted and removed twice. The surgeon was not satisfied with the locking mechanism and on the third attempt another articular surface was requested. There is no additional information at this time.